Event description:
During service, the baxter field service engineer reported a failure code 535. The hospital representative stated that there were no reports of patient injury or medical intervention. No add'l info is available.